Event description:
The patient was receiving epinephrine drip via syringe pump. The pump was being powered from its rechargeable batteries, rather than being plugged in to ac power. After half-an-hour, the pump stopped. Either the alarm failed, or the operator failed to observe the alarm. The patient became hypotensive but the final effect of this event on the patient is unknown.